Event description:
It was reported that during valve surgery the right atrial (ra) lead dislodged. During the attempt to replace the lead, the lead had no sensing. Several attempts were made to place the lead however the lead dislodged each time. The physician decided to replace the ra lead. It was also reported that the right ventricular (rv) lead had high thresholds. Attempts were made to revise the rv lead but positioning was not successful. The physician decide to replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.